Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by the company representative that an employee in the spd department showed the rep a bone reduction forcep with a tip that was fractured off. The customer has owned sets that contain stryker products for many years.

Manufacturer narrative:
The reported event that a tip fractured off could be confirmed. The fracture surface of the remaining part of tip #1 shows a ductile forced rupture due to a mechanical overload and tip #2 shows a deformation. Most likely, the grooves found at both tips can be tied back to a metallic instrument (e.g. Another forceps) when it was tried to further bend/tighten the device, eventually resulting in a breakage of tip #1 and the deformation of tip #2. Within the performed hardness measurement it was found that the measured hardness values do not conform to the specification (47±2). To address this issue, nc# 1208098 was raised. Nevertheless, based on the grooves on the tips of the device and the fracture surface, the root cause for the breakage can be tied to a user related forced rupture. Indications for any material or design related problems were not determined in the investigation.

Event description:
It was reported by the company representative that an employee in the spd department showed the rep a bone reduction forcep with a tip that was fractured off. The customer has owned sets that contain stryker products for many years.